Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported that the bag/vent switch required several tries before the unit would switch to mechanical ventilation. There was no report of patient injury.